Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the 7x150 smart control self-expanding stent (ses)was initially introduced over a .014 non-cordis wire. The stent was not able to cross the lesion. The stent delivery system was removed and a .035 unknown stiff glidewire was inserted and the stent delivery system was reinserted. While using the .035 stiff wire, the stent was able to cross the lesion. During deployment of the stent, the md stated that "something broke" in the delivery system and the stent was stuck partially open on the delivery system. The pin/pull delivery method was completely loose and would not do anything to deploy the stent. The physician stated that once it broke the pusher tube did nothing to deploy the stent. The md was advised to hold the blue catheter portion of the delivery system to continue deploying the stent. The physician had to use a kelly clamp to grip the blue outer catheter. This was successful but difficult, the stent was deployed at the correct location/lesion, but the stent was stretched. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to have a 5.5-6mm diameter. The lesion length was measured to be about 130cm. It was noted that the target lesion had a 75% stenosis. The lesion had mild calcification. The vessel was not tortuous. The system did not pass through any acute bends; however, it passed through the aortic bifurcation and through the 4f 45cm non-cordis sheath. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. There was no thrombus present proximal to, at, or distal to the lesion site. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The tuohy borst valve was tight during advancement. The tuohy borst valve was loosened before attempting to deploy the stent. The device was returned for analysis. A non-sterile ¿smart 120 150, sfa - 7x150mm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing a kinked condition on the device located approximately 36 cm from the proximal end. The radiopaque distal marker presents a frayed condition. A severe twisted condition was observed on the outer sheath located approximately 20.5 cm from the proximal end with a length of 2.5 cm. The device was fully deployed as the stent was not returned for analysis. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. Dimensional analysis was performed to verify the correct od of the stent crossing profile and the od of the outer member. Measurements were taken at three different places and results were found within specification. The functional test for deployment difficulty was attempted; however, was not possible as the unit was received fully deployed. Additionally, due to the severe twisted and kinked condition on the outer sheath, which impeded the simulation of the deployment of the mechanism. The edges of the frayed area on the radiopaque distal marker were inspected with a vision system observing evidence of elongations, fatigue lines, and surface with ductile dimples. These damages found on the material are commonly associated with material tensile stress overload. Therefore, it is assumed the outer sheath radiopaque distal marker was induced to a stress tensile force that exceeded the material yield strength prior to the frayed condition. No other outstanding details were observed during the evaluation. Due to the nature of the event, the reported ¿stent delivery system (sds) failure to cross¿ cannot be confirmed, as it cannot be replicated in a lab setting. Difficulty crossing a lesion, anatomical structure, or stent is a known procedural occurrence, often related to patient anatomy, operator technique, and device selection. Dimensional analysis confirmed the device was within specification. However, device analysis revealed ¿outer sheath frayed/split/torn - distal radiopaque marker,¿ with the marker showing elongations, fatigue lines, and ductile dimples, indicative of material tensile stress overload. The reported ¿sds deployment difficulty¿ and ¿stent incorrect length - too long/stretched¿ cannot be confirmed, as the stent was deployed and not returned. Without procedural images, the stretching of the stent cannot be verified. Based on the available information, it is apparent vessel characteristics, device handling and procedural factors were contributing factors to the reported events as evidenced by the analysis of the returned product. According to the instructions for use, which is not intended to mitigate risk, ¿introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7x150 smart control self-expanding stent (ses)was initially introduced over a .014 non-cordis wire. The stent was not able to cross the lesion. The stent delivery system was removed and a .035 unknown stiff glidewire was inserted and the stent delivery system was reinserted. While using the .035 stiff wire, the stent was able to cross the lesion. During deployment of the stent, the md stated that "something broke" in the delivery system and the stent was stuck partially open on the delivery system. The pin/pull delivery method was completely loose and would not do anything to deploy the stent. The physician stated that once it broke the pusher tube did nothing to deploy the stent. The md was advised to hold the blue catheter portion of the delivery system to continue deploying the stent. The physician had to use a kelly clamp to grip the blue outer catheter. This was successful but difficult, the stent was deployed at the correct location/lesion, but the stent was stretched. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to have a 5.5-6mm diameter. The lesion length was measured to be about 130cm. It was noted that the target lesion had a 75% stenosis. The lesion had mild calcification. The vessel was not tortuous. The system did not pass through any acute bends; however, it passed through the aortic bifurcation and through the 4f 45cm non-cordis sheath. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. There was no thrombus present proximal to, at, or distal to the lesion site. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The tuohy borst valve was tight during advancement. The tuohy borst valve was loosened before attempting to deploy the stent. The device will be returned for evaluation.

Event description:
As reported, the 7x150 smart control self-expanding stent (ses)was initially introduced over a .014 non-cordis wire. The stent was not able to cross the lesion. The stent delivery system was removed and a .035 unknown stiff glidewire was inserted and the stent delivery system was reinserted. While using the .035 stiff wire, the stent was able to cross the lesion. During deployment of the stent, the md stated that "something broke" in the delivery system and the stent was stuck partially open on the delivery system. The pin/pull delivery method was completely loose and would not do anything to deploy the stent. The physician stated that once it broke the pusher tube did nothing to deploy the stent. The md was advised to hold the blue catheter portion of the delivery system to continue deploying the stent. The physician had to use a kelly clamp to grip the blue outer catheter. This was successful but difficult, the stent was deployed at the correct location/lesion, but the stent was stretched. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with the gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to have a 5.5-6mm diameter. The lesion length was measured to be about 130cm. It was noted that the target lesion had a 75% stenosis. The lesion had mild calcification. The vessel was not tortuous. The system did not pass through any acute bends; however, it passed through the aortic bifurcation and through the 4f 45cm non-cordis sheath. The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. There was no thrombus present proximal to, at, or distal to the lesion site. The sds was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The tuohy borst valve was tight during advancement. The tuohy borst valve was loosened before attempting to deploy the stent. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.